Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lv lead shows high oor pacing impedance (greater than 3000 ohms), apparent loss of capture, loss of sensing and noise potentials. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.